Manufacturer narrative:
(B)(4). MFR 3004753838-2019 -110820 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure between the transmitter and the mobile device occurred. Data was provided for evaluation and the allegation was undetermined. The probable cause could not be determined. In addition, the probable cause of signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.